Manufacturer narrative:
The investigation into the access site bleeding issue has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Based on the clinical information provided, the cause of the access site bleeding issue was use related due to improper angle matching.

Event description:
The user facility reported a 57-year-old female began to decompensate after a mitral valve/left anterior descending artery stenting procedure. The decision was made to place an impella cp for circulatory support. The patient experienced bleeding from an ECMO site and impella access site during impella support. The impella sheath was tented by the staff in order to dress the site and two units of blood were provided. The dressing was later removed and the device was placed in the correct angle match position to achieve hemostasis.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿